Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of synthes device history records for manufacturing revealed no complaint related issues. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
The patient was implanted with a trochanteric fixation nail (tfn) on (B)(6) 2011. On an unknown date, the top of the nail had broken off right above the helical blade. The patient had a malunion due to the implant. The surgeon removed the broken nail, blade and screw and replaced the patient with a total hip on (B)(6) 2013. No fragments were left in the patient. The procedure was extended 45 mins but was completed successfully. This is report 1 of 3 for complaint (B)(4).